Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 6 for the same event: it was reported from (B)(6) that during a humeral diaphyseal fracture surgical procedure while ¿applying multiloc long by using collibri ii¿, it was discovered that the small battery drive device ¿drill¿ did not have enough power to drill the distal screw. According to the reporter, the drill bit device was not functioning properly even though the surgeon was not reaming the medullary cavity as yet. The reporter stated that, the surgeon then replaced both the battery device and the drill bit device. However, the drill device stopped functioning before the drilling of the first hole could be completed. The reporter confirmed that the battery device was fully charged with the charger device until the green light came on. The reporter indicated that the surgeon eventually drilled the hole by hand to insert only one distal screw and completed the surgery successfully. There was a twenty minute delay to the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Manufacturer location: the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as sep 9, 2015. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and all tests passed. No failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.